Manufacturer narrative:
Examination was not possible as the products were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided info states the pt dislocated subsequent laxity in joint. The surgeon replaced a 38 +9 standard poly with a 38 +6 standard poly plus a +9 spacer. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address dislocation, subsequent laxity in joint.